Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6)2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping"), fatigue ("fatigue"), abdominal pain lower ("lower stomach pain"), endometriosis ("endometriosis"), uterine leiomyoma ("fibroids") and weight increased ("weight gain"). The patient was treated with surgery (hysterectomy with bilateralsalpingectomy). Essure (ess205) was removed on (B)(6)2013. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, fatigue, abdominal pain lower, endometriosis, uterine leiomyoma and weight increased outcome was unknown. The reporter considered abdominal pain lower, dysmenorrhoea, endometriosis, fatigue, menorrhagia, pelvic pain, uterine leiomyoma, vaginal haemorrhage and weight increased to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.3 kg/sqm. Most recent follow-up information incorporated above includes: on (B)(6)2018: plaintiff fact sheet was received - reporter and patient demographic added. The following events were provided: abnormal bleeding (vaginal, menorrhagia, dysmenorrhea, fatigue, lower stomach pain, endometriosis, fibroids, weight gain incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure (ess205) inserted. In (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure implant in 2009 and 2013.). Essure (ess205) was removed in 2013. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure (ess205). Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.